Event description:
Ventilator noted to be giving a high rate of 158-168. Vent was autocycling. Adjusting the flow sensitivity and pressure sensitivity did not help. Vent continued to autocycle and make a loud noise.